Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion alarm when there was no occlusion on the infusion pump when it was running a infusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'downstream occlusion alarm' was not reproduced. A review of the event history log revealed 'downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor assembly . The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.